Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
My sensor is experiencing filled up with blood and provided inaccurate readings. This is the 2nd sensor used today that has done it. Different lots preferred contact time: 12:00 p.m. - (B)(4): inaccurate cgm values.